Event description:
It was reported while using the BD BACTEC¿ MGIT¿ 960 PZA Kit, one (1) false resistant result to Pyrazinamide (PZA) was obtained from a clinical isolate. The customer noted observing an unusually high number of MTC strains with phenotypic PZA resistance that show no genomic correlation upon sequencing. There were no health impact or consequences reported.This is report 5 of 5.

Manufacturer narrative:
B3. Date of Event is unknown. The Date Received by Manufacturer has been used for this field.A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.